Event description:
It was reported that the patient¿s vns generator was found to be programmed at 1ma upon interrogation, but this parameter had not been intentionally programmed. It was reported that previous system diagnostics had failed completion, leading to a programming anomaly that caused an unintended change in device settings.